Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results.the customer hmi results reported the endoscope instrument channel tested positive with the following : filtration of channel liquid samples: filtration of 20 ml liquid samples from the instrument and air/water channels of the endoscope gif-hq190 (B)(4) yielded a count of 33 of mesophilic non hygienically relevant microorganism and with a count of 11 cfu of pseudomonas aeruginosa (threshold value: 0 cfu/channel). Air/water channel and swab distal end test results showed no germs detected. The customer aer/ewd reprocessor- model rdg-e typ etd double, serial number: (B)(4)were validated and collected. Per the report , it meets the criteria per the requirements of dgkh, degea, dgsv, dgvs, aki, ak rdg and endoskophersteller of 2011 and pren iso 15883- 5:2019 . Cleaning and complete process : as noted below: visible residual contamination: the ptfe-tubing indicators did not show any visible residues after treatment in the endoscope reprocessor. Complete process for visible residual contamination: the ptfe tubing indicators did not show any visible residues after treatment in the endoscope reprocessor. Incubation of ptfe tubing indicators: incubation of the ptfe tubing indicators did not show any growth of test bacteria. Filtration of final rinse water: filtration of 100 ml final rinse water did not show any growth of the test organisms, pseudomonads or other pathogenic bacteria. The subject device was then sent to olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation after the device was reprocessed. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hygiene microbiological investigation (hmi) results reported the endoscope device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. Below is the cleaning, disinfection, and sterilization (cds) checklist of the customer : below are information on customers cds checklist: aer/ewd reprocessor: model name: etd double by olympus, detergent name: endodet by olympus, disinfectant name: endodis and endoact by olympus. Water quality used for aer- demineralized water/mixed water preprocedure device check not performed. Pre-cleaning: performed less than 5 minutes after patient procedure. Water aspirated through instrument/suction channel with suction pump until the aspirated liquid becomes clear. Water/air (a/w) channel flushed with water using mh-948 (a/w cleaning adapter).axiliary water channel flushed with water. Pre cleaning to manual cleaning total of less than 60 minutes. Leak test performed in accordance with instructions for use (IFU). Brush points: instrument / suction channel . Detergent aspirated through the instrument channel/suction channel. Brush inserted into instrument channel from suction cylinder. Detergent used : mediclean forte by dr. Weigert. Scope not sterilized. Scope storage: drying cabinet. In the dryer for up to 30 days. Stored wet: 4 hours max, otherwise cds again. Scope maintenance: non olympus. The olympus regional repair center device physical evaluation has not yet been started and is in progress. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "positive cultured scope". The issue occurred during culture test. There is no patient infection associated on this reported event. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufactures review of the customer cds practices, the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: brushing was not performed for suction cylinder/ biopsy port at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the water tightness was lost due to damage of the air/water tube, the objective lens and light guide lens had a chip, the adhesive on the bending section rubber was rough, and the protector of the universal cord in the control section had a cut. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the subject device was not reprocessed according to the device instructions for use (IFU). Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.